Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed read error and mbgnow after calibrating the device. The customer was assisted with entering manual calibration. The customer's blood glucose level was 375 mg/dl. However, the customer reported a high blood glucose reading of 541 mg/dl that she said was food related. No further assistance was required and nothing was replaced or returned for analysis.